Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during scheduled preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) tether assembly will not retract. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h3,h4, h6 (type of investigation, investigation findings, investigation conclusion, clinical code), h11. Fse replaced tether assembly (d997-00-0596). Complete checkout and checklist has been performed. The defective components were received for further investigation. The failure analysis and testing department (fat dept.) Received (0997-00-0596) tether assembly with a reported unit failure of the the tether assembly not retracting. The fat performed a visual inspection and found the part to be faulty and the cord not able to retract. Confirmed the failure and probably root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is expected wear and tear.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6, h11. Corrected fields: b3.